Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a power on reset fault, followed by a charge time exceeded fault (code 1007) had been recorded on 14-january-2021. There were a total of 14 charge time exceeded faults on this date. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). This occurs when a shock is delivered into a shorted lead condition. With the high voltage fuse damaged, the device cannot charge, and charge timeouts will occur. It was noted that no arc marks were found on the device case, consistent with a shock into a shorted lead; however, the non-boston scientific rv lead was thoroughly tested at the device replacement procedure and no evidence of a shorted lead condition was observed.

Event description:
It was reported that during a routine device follow-up, this implantable cardioverter defibrillator (ICD) showed a code 1007 had been recorded, indicating the device capacitors could not change within 45 seconds. The device had reached battery capacity depleted on 14-jan-2021. Review of the limited available data found the device had multiple capacitor charge time exceeded the limit alerts on 14-jan-2021. The patient had not undergone any operations or magnetic resonance imaging (MRI) scans, and did not recall feeling any symptoms that day. As it was impossible to know if the multiple charge attempts were appropriate for an arrhythmia or inappropriate due to episodes of noise, the implanted right ventricular (rv) lead should be thoroughly evaluated at the device replacement procedure. The field representative confirmed the non-boston scientific lead was tested and all parameters were normal. The device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a routine device follow-up, this implantable cardioverter defibrillator (ICD) showed a code 1007 had been recorded, indicating the device capacitors could not change within 45 seconds. The device had reached battery capacity depleted on 14-jan-2021. Review of the limited available data found the device had multiple capacitor charge time exceeded the limit alerts on 14-jan-2021. The patient had not undergone any operations or magnetic resonance imaging (MRI) scans, and did not recall feeling any symptoms that day. As it was impossible to know if the multiple charge attempts were appropriate for an arrhythmia or inappropriate due to episodes of noise, the implanted right ventricular (rv) lead should be thoroughly evaluated at the device replacement procedure. The field representative confirmed the lead was tested and all parameters were normal. The device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.